Manufacturer narrative:
Evaluated one opened/used sensor, performed visual inspection and found bent cannula. Unable to confirm sensor anomaly, due to sensor being opened/used.

Event description:
It was reported that the customer's sensor reading was below 60 mg/dl, while her blood glucose was 107 mg/dl. The low threshold on her insulin pump was set to 60 mg/dl and the low sensor readings were consistently triggering prompts to suspend insulin delivery. Upon removal, it was found that the sensor was a little bit curved but not damaged. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-35151.